Manufacturer narrative:
The lot history records could not be reviewed as the lot number of the subject device was not provided. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, neither the device nor images were returned for eval. Potential factors that could have led or contributed to the event reported have been evaluated. As the reported issue was considered an isolated incident, previously reported similar complaints could not be reviewed. Based on the event reported, a product deficiency could not be identified and a definite root cause could not be found.

Event description:
It was reported that a physician was not sure if he had unlocked the stent prior to release, when he was deploying the stent into pt's left popliteal artery. A decision was made to take the pt to the operating room because there was concern that perhaps the distal tip of the sheath might break up. In the operating room, the stent was removed and the pt underwent an endarterectomy and stenting. The pt was discharged in stable condition.